Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code. This pump has not been involved in a patient incident this time or since last serviced by baxter. Information was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, but not additional information was available. Additional contact information was requested but no additional contact was identified.